Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to a broken neck. During work the patient felt a strong pain in the right hip.